Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during radial endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery stopped heating and cutting. Opened new kit to finish case. Power setting at 3. No patient harm.

Manufacturer narrative:
Tw # (B)(4). Corrected section: d10. The lot #3000410102 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.